Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Efforts to obtain further information regarding the event were unsuccessful despite multiple attempts; the site has indicated that it will not provide any further information. Review of the manufacturing documentation confirmed that the product met all requirements for release. The explanted pump was sent for independent pathology evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The pump passed functional testing; dimensional analysis did not reveal any conditions that could have caused or contributed to the reported event. Pathology analysis revealed presence of compressed thrombus between the lower housing and inferior surface of the impeller; the presence of bacterial colonization in the thrombus may be indicative of sepsis. A review of the controller log files confirm the reported event which revealed 151 "low flow" alarms followed by a rise in power consumption and estimated flow outside the normal operating range. Trends of this nature are suggestive of an occlusive thrombus that was ingested into the pump. Applicable risk documentation and experience with events of similar circumstances were considered; events with reports of "high power" are most likely caused by device thrombosis, a known potential complication associated with all patients implanted with a ventricular assistance device (vad). Although independent pathological analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. While the cause of the reported event cannot be determined, further patient, procedural, and pharmacological factors may contribute to this type of event; there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date reported of 02/17/2014 on initial report can not be confirmed, but is believed to be post mortem, making the date after explant of (B)(6) 2014.

Event description:
Approximately thirty-five months after the implantation, the patient developed elevated power consumption and estimated flows. The patient is reported to have expired approximately one week after the initial onset of the high power event. The site has indicated that it will not provide any further information related to "patient data protection law" and that the event was not related to a heartware device failure.